Event description:
It was reported that the patient presented to the hospital for syncope and low heart rates. Ventricular loss of capture was seen while in the hospital. Thresholds in the hospital were 3.0 volts (v) at a 0.4 millisecond (ms) pulse width compared to 3.3 v at a 0.4 ms pulse width in march. Implant thresholds were 1.0 v at a pulse width of 0.4 ms. The device was programmed to 6.5 v at a 1.5 ms pulse width at the physician's request. Noise was also reported with patient arm movement and with pocket manipulation. No additional adverse patient effects were reported.